Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced cloudiness and blurriness in the left eye once the iol was inserted, also started experiencing some issues with the right lens, including occasional blurriness while reading up close ¿ sometimes it is blurry and sometimes it is clear. Additional information was received indicating that the patient has been experiencing fluctuating vision in the left eye since undergoing cataract surgery on (B)(6) 2025. He reported intermittent cloudiness, difficulty reading fine print, and a sensation similar to having a grain of sand in the eye. The patient is currently using vasoconstrictor + antihistamine combination drops as prescribed by his surgeon. He also mentioned that he was able to read the serial numbers from the implant cards and observed that his vision improves when exposed to brighter light from the windows in his home.